Manufacturer narrative:
Date of initial report: 2017-06-26. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, tissue was tearing and sticking on the jaws. No patient injury resulted or medical intervention was required. Another device of the same type worked well with the same generator to continue the procedure.

Manufacturer narrative:
Evaluation summary: one used ls1037 ligasure device was received, and examination of the sample confirmed the reported issue. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. No further sticking occurred. The investigation identified the root cause of the reported event to be user error. The instruction for use states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.